Event description:
Device was used during a low anterior resection/colostomy procedure. Pt was sized for a 31mm stapler; however, the hosp did not have any in stock so the surgeon applied a 28mm stapler. The procedure was completed without incident. Pt was re-admitted 7 days later as 80% of the anastomosis had failed. A colostomy was performed to correct the condition. Pt expired 7 (10/3/96) days post-op due to the bowel leakage that occurred.